Manufacturer narrative:
Multiple attempts are being made to contact the hcp author to gather additional patient and procedure specific information including lot numbers and confirmation of device explant. To date, the lot number associated with this event remains unknown; therefore an internal investigation into the device history records could not be performed. No devices were returned for evaluation. Based on the reported information, a relationship between the event and the strattice device cannot be determined. As per the IFU, potential adverse events are those typically associated with surgical mesh materials and/or their implantation procedures including, but not limited to, capsular contracture (foreign body response). No further actions are required as a nonconformance could not be confirmed. If additional information is received, a supplemental report will be submitted.

Event description:
It was reported to abbvie by a surgeon that two months ago she did a case on a patient who had several procedures and was implanted with alloderm rtu and strattice. The patient developed a capsular contracture, which was removed entirely and a new alloderm rtu graft (medium alloderm selective regenerative tissue matrix) and an implant size 550 cc were placed. While there was no capsular contracture recurrence, the alloderm rtu graft was inadequate, and the dropped. The surgeon reported that she did not use mesh to an effort to keep symmetry to the other breast. The surgeon uses mostly alloderm rtu; however, she is inquiring if strattice is stronger. She wants to know if there is data that compares alloderm rtu to strattice, if one is stronger than the other, and if one better able to support a heavier implant? It should be noted, it is unclear if the strattice graft was explanted. The lot number (s) was not reported.

Manufacturer narrative:
During follow up attempts for this event, the hcp responded on (B)(6) 2023 that she is not the surgeon associated with these events. She is in gynecology and does not use alloderm rtu or strattice. No other information was reported. The lot number (s) remains unknown. Therefore no additional attempts for follow up can be obtained.

Event description:
It was reported to abbvie by a surgeon that two months ago she did a case on a patient who had several procedures and was implanted with alloderm rtu and strattice. The patient developed a capsular contracture, which was removed entirely and a new alloderm rtu graft (medium alloderm selective regenerative tissue matrix) and an implant size 550 cc were placed. While there was no capsular contracture recurrence, the alloderm rtu graft was inadequate, and the dropped. The surgeon reported that she did not use mesh to an effort to keep symmetry to the other breast. The surgeon uses mostly alloderm rtu; however, she is inquiring if strattice is stronger. She wants to know if there is data that compares alloderm rtu to strattice, if one is stronger than the other, and if one better able to support a heavier implant? It should be noted, it is unclear if the strattice graft was explanted. The lot number (s) was not reported.